Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that upon interrogation, an impedance check showed electrode 2 showed ¿do not use¿ at greater than 40,000 ohms, and electrodes 5 and 6 were ¿avoid use¿ at 1560. The rep programmed around these three electrodes and still was able to maintain adequate programming for the patient. The cause of the issues was unknown, the issue was not resolved at the time of the report, and surgical intervention was not planned. There were no further complications reported or anticipated.